Event description:
It was reported that the hcp was concerned that they might have "nicked" the catheter during a spine surgery unrelated to the infusion system. It was later reported that the patient will be scheduled for a pump revision. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the cause of event was catheter fracture at the distal segment. Magnetic resonance imaging or x-ray or computational tomography scan was done in 12/12. It was noted that the pump was no longer needed for pain control. The device was explanted on (B)(6) 2013. The patient did not experience any symptoms. Hospitalization was required for device explant. The pump was being used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
(B)(4).